Event description:
Article described a study comparing the lma-proseal with endotracheal intubation during laparoscopic cholecystectomy. Patients were stratified as non-obese or obese (body mass>30kg/m2). In two obese pts a satisfactory airway could not be established with the lma-proseal and an airway obstruction was reported. In each event the lma airway was removed and the pt was intubated. Neither pt had post-operative pulmonary complications. There was no report of device malfunction associated with these events.